Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rescue tape on their driveline to their exit site. The patient was considering a cosmetic driveline repair.

Event description:
It was reported that the patient's device did not experience alarms. The tears to the driveline jacket were cosmetic only.

Manufacturer narrative:
The patient's previous driveline repair is referenced in MFR#: 2916596-2016-00147 the patient noticed cosmetic damage to driveline repair site on (B)(6) 2022 (MFR#: 2916596-2022-01645). Manufacturer's investigation conclusion: the report of damage to the previous driveline repair site could not be confirmed through this evaluation as gauze and tape were covering the site in the submitted photo. Evaluation of the log files indicated a slight elevation in pump power and flow, although, a specific cause as well as a direct correlation of the reported events to the heartmate ii lvas, (B)(6) could not conclusively be determined through this evaluation. Evaluation of the submitted photo revealed gauze and rescue tape along the external portion of the patient¿s driveline, directly up to the exit site. Due to the gauze and tape covering any areas of potential damage, this photo is inconclusive for damage to the external portion of the driveline. Evaluation of the submitted log file revealed that no atypical alarms or events were captured in this log file and the pump operated above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18oct2010. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.